Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot power on. During troubleshooting, the fse checked the pdu and found that the low voltage power module has not output. The fse replaced the pdu fanfray and dcps. After replacement of the pdu fanfray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power distribution unit's fan tray and dc power supply. The device was returned to expected functionality.